Event description:
A customer reported a cartridge alarm issue with their insulin pump. Their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery, and the pump was still within warranty. Technical support confirmed the shipping details and sent a replacement pump, instructing the customer on storing the old pump and returning it through ups using a pre-paid label. The customer acknowledged these instructions.